Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid native valve. Upon the first deployment attempt, at 80% deployment, the valve was at approximately 4 millimeters (mm) on the non-coronary cusp (ncc) and 3-4 mm on the left coronary cusp (lcc). Upon full deployment of the valve, it dislodged to -1 mm on the ncc and -1 mm on the lcc. Upon withdrawal of the delivery catheter system (dcs), the valve migrated further to the sinotubular junction (stj). It was decided to snare the valve, and upon advancement of the snare, the valve migrated to the ascending aorta, below the great vessels. Subsequently, a new valve was loaded, and the snare was attached to the dislodged valve to allow the new valve to pass through. The dcs was unable to be advanced through the dislodged valve, and the patient began to complain of chest pain. Angiogram was performed, revealing an aortic dissection. The second valve and dcs were withdrawn, and an explant of the dislodged valve and surgical repair were performed, and a surgical valve was placed. Of note, a 1 hour procedural delay occurred as a result.

Event description:
Additional information was received that per the implanting physician, the dissection occurred when pushing to advance the second valve through the dislodged valve. Subsequently, aortic root repair was performed for the dissection.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: two media images and one cine image of the event reported was provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. There was no fluoroscopic valve load inspection provided therefore it cannot be confirmed or denied that the valve was loaded correctly. It was reported that prior to transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. There is no evidence provided regarding the pre-dilatation. It was reported that, upon the first deployment attempt, at 80% deployment, the valve was approximately 4 millimeters (mm) on the non-coronary cusp (ncc) and 3-4 mm on the left coronary cusp (lcc). Evidence showed in the cusp over lap view, the depth on the ncc is approximal 4 mm. In order to confirm depth on the lcc, it would need to roll to left anterior oblique (lao) (not more than 25 degrees) until parallax is removed. There was no evidence of the valve in the lao projection to confirm depth on the lcc. There was no evidence provided of valve deployment. It was reported, upon full deployment of the valve, it dislodged to -1 mm on the ncc and -1 mm on the lcc. Upon withdrawal o f the delivery catheter system (dcs), the valve migrated further to the sinotubular junction (stj). Evidence showed the valve dislodged above the stj and below the great vessels. Evidence showed an aortic dissection in the ascending aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.